Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred when the customer tried to reload the same cartridge after the pump came out of storage mode. Customer could not verify how much insulin was in the cartridge prior to loading the cartridge. The customer's blood glucose level was 134 mg/dl. Reportedly, the customer was able to successfully load a new cartridge and resume insulin delivery.